Event description:
(B)(4). Nausea and amp; vomiting. Always have pains in my pelvic area/hips. Back pains. Can't have sex because it hurts way too much. Horrible migraines. No energy. Loss of appetite. Depressed, miserable and stressed.